Manufacturer narrative:
Results: eighteen unused representative sealed samples were returned for evaluation. A visual/microscopic inspection revealed no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A functional use test was performed by depression the safety activation buttons on all samples and all of the units retracted into the safety barrels. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6230816. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there were ten separate incidents in which the needle of a 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract after the safety activation button was pressed. There was no report of injury or medical intervention.

Manufacturer narrative:
UDI #: (B)(4).